Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2006 and subsequently expired on (B)(6), 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-01731, 01732, 01734.